Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 78 mg/dl on the aviva system compared back to back with a result of 39 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.